Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported incomplete coaptation cannot be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a dilated left atrium. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, a second xtw clip was inserted. However, before deployment of the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then successfully deployed. To stabilize the slda, an additional third nt clip was deployed medially and successfully implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.